Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.